Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
Routine testing confirmed this device was installed by the customer in (B)(6) 2009 and that it had performed to specification up to (B)(6) 2011. Information obtained from the device did not show any evidence that the device was switching itself on automatically as reported by the customer. The data did confirm the device failed a weekly self-test on (B)(6) 2011 because of a low battery. Investigation confirmed there to be a fault with the +ve terminal pogo pin and -ve terminal pogo pin. When tested under load the current flow through the pins was reduced and caused fluctuations in the voltage. The fluctuations were sufficient for the device to identify a low battery and trigger the low battery warning. The pad pak, which contains the electrodes and batteries, is labeled for single use, but the samaritan pad 300 and 300p devices are for multi-use.